Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient underwent a supra ventricular tachycardia (svt) ablation procedure, and reprogramming was also performed.

Manufacturer narrative:
Continuation of d10: product ID ddmb1d1 (serial: (B)(6); product type: 0235-ICD; implant date (B)(6) 2017. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead exhibited occasional undersensing resulting in inappropriate atrial pacing and triggered device classified false termination of atrial tachycardia/atrial fibrillation (at/af) event(s) at times. It was further reported that during detected ventricular tachycardia (vt) episodes, therapy was initially withheld due to morphology discriminators, but atrial undersensing began and the patient received possible inappropriate shocks and anti-tachycardia pacing (atp) for suspected supra ventricular tachycardia (svt). The lead remains in use. No further patient complications have been reported as a result of this event.